Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducial markers were placed transperineally prior to the injection. The procedure was performed with local anesthesia. Post procedure, when the patient had computed tomography (CT) for radiation treatment planning, it was noticed there was possible rectal wall infiltration. Upon review, it was determined there was grade 2 rectal wall infiltration. Most of the hydrogel was in the correct place, but on the axial view an outpouching of the hydrogel posterior to the hydrogel in the correct place was noted. The posterior outpouching of hydrogel appeared to be in the anterior rectal wall. On the sagittal view, it was confirmed there were two different segments of hydrogel. The larger bundle appeared to be in the correct place, but the smaller outpouching was seen in the rectal wall. The patient was reported asymptomatic. The patient was planned for stereotactic body radiation therapy (sbrt), but the patient's physician planned to discuss next steps for treatment with the patient. No further information has been obtained despite good faith efforts.